Manufacturer narrative:
The customer reported that their central nurse's station (cns) suddenly shut off due to a uninterruptible power supply (ups) battery being accidentally turned off. . The unit was monitoring bedside monitors (bsm's) at the time. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) suddenly shut off due to a uninterruptible power supply (ups) battery being accidentally turned off.